Event description:
It was reported that when hanging albumin or thicker medication the user experienced venting issues. The customer requesting an adapter to facilitate flow. The rn later reported that there was multiple different types of tubing sets, both gravity and pump sets, when infusing thicker fluids such as albumin experienced venting issues. The customer typically uses the largest lumen of the central line. While the vent is open when primed there was no patient harm

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that when hanging albumin or thicker medication the user experienced venting issues. The customer is requesting an adapter to facilitate flow.